Event description:
It was reported by the customer that the staff sustained a cut behind the ankle while transporting a patient. She was pulling the stretcher and another staff was pushing it. It was alleged by the customer that the cut was a result of the stretcher making contact with her ankle and that as a result of that contact the staff member required stitches. No unit malfunction has been reported by the customer at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
The evaluation found the stretcher performed to specifications and the issue was not duplicated. There were no found defects.

Event description:
It was reported by the customer that the staff sustained a cut behind the ankle while transporting a patient. She was pulling the stretcher and another staff was pushing it. It was alleged by the customer that the cut was a result of the stretcher making contact with her ankle and that as a result of that contact the staff member required stitches. No unit malfunction has been reported by the customer at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.